Event description:
It was reported that the catheter broke off during onyx injection and the broken segment remained inside the patient. No patient injury reported. Same event as MDR# 2029214-2009-00274.

Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approximately 2.1cm from the distal tip and the catheter was not broken off as reported. Based on the evaluation, the appearance of the catheter is consistent with a rupture that occurred during angiographic injection caused by catheter over-pressurization as a result of an undetected kink or other obstruction of the catheter, resulting in pressures exceeding the limits of the catheter. This was not detected until the delivery of onyx. Rupture.